Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: right knee. Patient presented with a chief complaint of discomfort and mild instability. Dr. Swapped a 5x9 cs insert for a 5x11 cs insert, and the remaining components were left in situ. No complaints against the components themselves, and no additional information available at this time.